Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 14.5 diopter lens was implanted in the patient's operative eye. It was later explanted due to the patient having trouble seeing. No additional information was provided.

Manufacturer narrative:
In review, medwatch 3011852734-2018-00075 is a duplicate report. Therefore, no further follow ups will be sent out under medwatch 3011852734-2018-00075. Any additional follow up will be reported under medwatch 3011852734-2018-00074. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.